Manufacturer narrative:
Investigation: batch history analysis (DHR), maintenance records and quality notifications were verified and no quality deviations were found for this batch. We received the photo and sample sent by the client for evaluation, so it was possible to conduct an investigation, confirm a claim for the defect and determine the probable root cause. During needle assembly, the cannula ended up screwing between the shield and the cannon. Thus at the moment of mounting the shield on the cannon, it occured that the cannula crossed the shield and bent the cannula. A batch history analysis was performed including review of process data and quality inspections. The lot involved in the complaint meets the acceptable quality level (eqs) being manufactured and released in accordance with applicable procedures and specifications.

Event description:
It was reported that prior to use the needle was discovered to be outside of the cover thus affecting product sterility with a bd ser plastipak 1ml13x3.8. The following information was provided by the initial reporter, translated from portuguese to english: contributor when took the material for dispensation feels a soft needle stick in the finger, when noticed that the needle of the syringe was outside the protector shield. She does not suffered any damage, only the stick occasioned by the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the needle was discovered to be outside of the cover thus affecting product sterility with a bd ser plastipak 1ml13x3.8. The following information was provided by the initial reporter, translated from portuguese to english: contributor when took the material for dispensation feels a soft needle stick in the finger, when noticed that the needle of the syringe was outside the protector shield. She does not suffered any damage, only the stick occasioned by the needle.